Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a patient underwent retreatment after pipeline implantation. The patient had received the pipeline implant to treat an unruptured, saccular aneurysm located in the right posterior communicating (pcom) artery. It was reported that sometime after implantation, the pipeline did not completely cover the aneurysm neck. The patient reportedly did not have any symptoms. The patient underwent retreatment to implant an additional stent at the distal end of the pipeline flex to cover the neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.